Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unknown high blood glucose levels. The customer stated her high blood glucose levels might have been caused by the healing process for an injury she sustained to her big toe after a pot fell on it. Troubleshooting was declined. The product is not being returned. Nothing further was reported.